Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed due to myopotential during a follow-up in clinic. Deep breathing test replicated the noise signal. Programming changes were made and further testing was recommended.